Event description:
It was reported that the patient underwent an l4-s1 surgery to remove hardware and perform an anterior fusion with allograft (not a cage) and rhbmp-2acs followed by posterior fixation. The surgeon continued to follow the patient who complained of leg pain. On follow-up, the anterior interbody fusion was successful, but not the posterior fusion. At 292 days post-op, the surgeon performed a revision surgery due to s1 distribution leg pain. The right s1 screw was removed, a decompression performed, and crm, rhbmp-2/acs, and posterior instrumentation were implanted at l4-s1. The right s1 screw was replaced.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.